Event description:
Intra-aortic balloon leaked blood into the catheter membrane. Md notified immediately balloon clumped and removed. The iab was received for evaluation with the membrane completely unfolded. A catheter kink was found 30.5" from the distal tip. It was observed that dried and coagulated blood completely occluded the inner lumen, catheter, and extracorporeal tubing. A moderate amount of blood was also visible on the exterior of the entire device. During visual examination, an 8fr 6" sheath covered the proximal taper of the membrane. Laboratory tests could not be performed due to the condition of the device. Permission was requested and granted from the customer to alter/dissect the device in order to perform the laboratory membrane and inner lumen leak tests. The membrane leak test was performed and two membrane penetrations were detected approximately 10.25" from the distal tip. The penetrations measured .025" and .040" in length, were smooth edged in appearance, and were accompanied by a large whitish abrasion patch measuring .500" in length. The microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcified plaque during the intra-aortic balloon pumping.